Event description:
It was reported that when an asymptomatic patient presented to the operating room for a device change out, externalized conductors were observed. The lead was capped and replaced. The patients condition is good after the event.